Event description:
The customer observed a failed advia centaur cp bnp assay calibration and indicated patient treatment was delayed. There is no known report of adverse health consequences due to the delay in patient treatment as a result of the advia centaur cp bnp ultra failed calibration.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2014. The customer observed a failed advia centaur cp bnp assay calibration and indicated patient treatment was delayed. (B)(6) 2014 additional information: there was a delay in the reporting of advia centaur cp bnp patient results and there was no delay in patient treatment. As stated in the initial MDR 1219913-2014-00253 report, siemens issued ufsn (B)(4), rev. A (B)(6) 2014 for bnp master curve card error for reagent lot 038172 informing customers of failed calibration due to an error on the advia centaur cp master curve card. The master curve card error results in a low calibration deviation outside the specified calibration evaluation range when using kit lots ending in 172 on the advia centaur cp. An invalid calibration status will prevent bnp results from being generated.

Manufacturer narrative:
The customer has indicated that patient treatment was delayed due to the failed advia centaur cp bnp assay calibration. Siemens has requested further information regarding the type of treatment that was delayed. Siemens issued ufsn 10819217, rev. A june 2014 and umdc 10819218, rev. A june 2014 for bnp master curve card error for reagent lot 038172 informing customers of failed calibration due to an error on the advia centaur cp master curve card. The master curve card error results in a low calibration deviation outside the specified calibration evaluation range when using kit lots ending in 172 on the advia centaur cp. An invalid calibration status will prevent bnp results from being generated.